Manufacturer narrative:
The product was not returned for analysis because the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a rough edge was noticed on the optic after it has been implanted. The rough edge was noted on the periphery of the lens optic and not near the haptic/optic junction where the tech held the lens for loading. The account manager reported proper lens loading technique by the technician. Additional information has been requested.